Event description:
It was reported that the pump battery could not be charged. Reportedly, the customer was using non-tandem provided charging supplies to charge the pump. There was no adverse impact to the customer's blood glucose level. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.